Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Maria (mother) is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 278 and 261mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is 4/17/2017. The meter memory was reviewed for previous test result history (date / time not set): the 257mg/dl (B)(6) 2017 12:15 pm fasting: yes, the 414mg/dl (B)(6) 2017 10:45 am fasting: yes, the 554mg/dl (B)(6) 2017 08:20 pm fasting: yes, the 295mg/dl (B)(6) 2017 05:30 pm fasting: yes, the 415mg/dl (B)(6) 2017 02:21 pm fasting: yes. Customer states the time and date is incorrect.